Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie was not recognized.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer 4.2, row a2 was not detected in mapping. A field service engineer (fse) removed the row board, water damage was found and the row board was replaced to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.